Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller user interface (ui) membrane's color changed. Log files were sent for review to ensure everything was okay despite the color orange of the controller. Despite the change of the system controller ui membrane, there were no unusual events recorded in the event log file history. A cause was unable to be determined for the color change based on the log file data. Based on the data visible the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Event description:
It was later reported that the system controller was exchanged and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration to the system controller¿s user interface membrane was not confirmed as no products were returned for analysis. A log file was submitted for review and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without any issues while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20apr2022. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.